Manufacturer narrative:
Fluoroscopy images and navigation screenshots were returned and reviewed and it cannot be determined that the marker was placed off the lesion. System performed as designed. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
A patient had an superdimension enb procedure for fiducial marker placement. On follow-up, the fiducial markers were not in close proximity to the lesion. Patient had a second procedure for fiducial marker placement near the target lesion requiring a second. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.